Event description:
The gas spring lost pressure and allowed the x-ray tube and collimator to move rapidly downward. Evidently no one was injured by the event. The failed spring had only been in service for two months. The gas spring has been replaced.